Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low pacing lead impedance measurement less than 200 ohms and oversensing but did not lead to pacing inhibition. Additional information was received and indicated that the cause of the observations was not determined. The lead was surgically abandoned while the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.